Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the septum was collapsed inside the third interlink y-site from the chamber. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported an interlink continu-flo solution set in which the injection hub collapsed. According to the report, the nurse was using becton dickinson luer-locking syringes to administer an unknown drug when the injection site was pushed into the tubing. The tubing was then swapped out and no further issues were encountered. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.